Event description:
It was reported that the driver tip broke off during use inside the glenosphere. The glenosphere had to be changed because the broken tip could not be retrieved. No additional patient impact reported.

Manufacturer narrative:
H6: the device was returned for investigation and found to be in the condition described in the event description. A visual inspection found the device exhibits obvious signs of breakage at the tip of the device.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the driver tip broke off during use inside the glenosphere. The glenosphere had to be changed because the broken tip could not be retrieved. No additional patient impact reported.